Event description:
It was reported that the rapid atrial pacing (rap) display for the external pulse generator (epg) had some missing segments. Therefore, it was recommended that the epg be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).